Event description:
Two pts had to be re-admitted to hospital following ophthalmic surgery to have lint removed form their eyes.

Manufacturer narrative:
The primary material of construction in this product is the optima nonwoven. Optima is composed of cellulose and polyester fibers. The fibers are held together by mechanical entanglement. There are no chemical binders present and there is no thermal fusion of the fibers. In consideration of the physical structure of optima, cutting should be minimized or performed with care to avoid the generation of particulate matter.